Event description:
It was reported by service report that the fowler could not be lowered or raised. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: fowler, trip bar assembly.